Event description:
It was reported that a minicap extended life pd transfer set leaked; further described as ¿leakage from white cap¿. This was observed during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye observed a damaged female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed with the returned minicap and was retested using a laboratory minicap attached to the dark blue connector. A leak was noted beneath the minicap. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.